Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up arrow button. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigated by product analysis on 03-jan-2018. On investigation, the up arrow button was confirmed to have a response issue. The keypad cover was removed for investigation and revealed contamination on the contact of the up arrow keypad button. Investigation duplicated the complaint. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.